Event description:
In 2007, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. Upon deployment, the device jumped proximally about 2cm covering the left carotid artery. The pt was converted to open surgery and a carotid-subclavian bypass was performed. The pt tolerated the procedure and is in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.